Event description:
It was reported that during an unknown procedure, the trocar was leaking the pneumo very badly. It was not possible to evaluate if it was because of the device or because of the universal seal itself. But the leakage was the worse when entering with a stapler and not even having any torque. It is unknown how the procedure was completed. There were no adverse consequences for the patient. The customer disposed of two devices, no devices will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.